Manufacturer narrative:
The device was returned as part of the maintenance process and, during inspection of the device, there was a foreign object found in the nozzle. In addition, the evaluation found the following; due to a pinhole on the channel tube, water tightness was lost, due to wear of the angle wire, the bending angle in the up direction and play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip. The scope cover plate, indication on the suction connector, the adhesive around the objective lens and around the light guide lens, all had peeling. The plastic distal end cover, the scope connector cover, the suction connector, the universal cord, the grip, the forceps elevator lever, the forceps elevator knob, the up/down and right/left knobs, the protector of the universal cord on the suction connector side, the connecting tube, control unit and switch box, all had scratches. The connecting tube, control unit and suction connector all had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a foreign object inside the nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.